Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a rate of 40. It was also noted that they were diaphoretic. Their pacing percentage was not reported and the duration any potential pacing inhibition is unclear. It was reported that minute ventilation (mv) had been programmed off. A boston scientific technical services (ts) representative discussed programming considerations to address the issue. No additional adverse patient effects were reported. This device remains in service.